Manufacturer narrative:
Bec field service engineer (fse) found the cause of the leak was the 10 psi regulator. The fse replaced the 10 psi regulator and rebuilt the valve for the 10 psi per established procedures. The fse also replaced de-ionized water float switch per the request of the customer. No leak was observed after the repair. (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that one of the tubes in the hydropneumatics drawer of the synchron lx 20 clinical chemistry system was leaking. Customer checked and verified that the hydropneumatics water canisters were not filled to the top without an air gap. Customer reseated the orange float cable on the de-ionized water canister. The liquid was contained to the hydropneumatics tray. Customer reported that no results were affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.